Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed record of several call service alarms (064) resulting from high force occurring as a result of an occlusion during the prime process on (B)(6) 2014. The battery cap that was returned with the pump for investigation had stripped threads and the cap was not able to be properly secured to the pump for investigation; a test battery cap was used to complete the investigation. On testing, the ez-prime function was successfully performed without the occurrence of call service alarm, errors or warnings. The pump was opened for further investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate the alleged call service alarm.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.